Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse uncovered a contained cleaner leak of about half a cup and replaced the tubing from the differential mixing chamber to the metering block line resolving the leak and the latron control recovery issues. (B)(4).

Event description:
A customer called and stated that they were having issues with latron recoveries on their dxh 800 instrument. No patient samples were run and no erroneous results were generated with this event.